Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 chemistry analyzer and replaced the flowcell, preamp board, carbon bridge and sodium electrodes which resolved the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneousy low sodium (na) patient results on their dxc 600 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.